Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient came to surgeon seeking a second opinion for his left total hip done at (B)(6) hospital. Patients primary complaint was pain. Original surgery was done using a posterior approach, +15.5 head and a lipped liner. Surgeon determined the patient was left with a leg too long and tight. Surgeon elected to revise the head, liner, and cup. Implants were well fixed with no loosening. Doi: (B)(6) 2017; dor: (B)(6) 2018; left hip.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.